Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#:(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patients left eye (os). The lens was explanted due to low vaulting. Another icl lens was not implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-01154. The cause of the event was unknown.